Event description:
Following a femoral/cerebral angiogram and avm embolization, a 6f perclose device was placed and the pt was sent to the pacu. The pt developed a decrease in pedal pulse, and pallor and coolness of extremity. A post-procedure angiogram showed a right common femoral artery occlusion with suspected thrombus in the right external iliac artery. The pt returned to the o.r. For an emergent revascularization procedure. The pt was discharged from the hosp in good condition.